Event description:
This device was explanted due to eos. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, confirming the battery status eos, 32 charging cycles were recorded to the device memory. The battery status eos was activated on (B)(6) 2015. The amount of charge taken from the battery was verified. Thereby, the battery condition was found to be as expected. In a next step, the device was subjected to an electrical analysis. Therefore, the eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The antibradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock. However, the charging was aborted due to the depleted battery. In conclusion, the analysis confirmed the activation of the battery status eos. The device was implanted for 95 months. The battery status eos was found to be as anticipated. There was no indication of a device malfunction.